Event description:
It is reported that a wagner revision stem was implanted in (B)(6) 2011 on the left side. It is also reported that revision surgery has been performed on (B)(6) 2014 due to breakage of the stem.

Manufacturer narrative:
The manufacturer did not receive the device for investigation, it is retained by the patient. X-rays and pictures of the device have been submitted for review. The device history records have been reviewed and found to be conforming. As soon as additional information becomes available and an investigation result is available an updated report will be submitted. (B)(4).